Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) one (1) unused sample was submitted to the manufacturer for evaluation. Through visual examination, no defect or damages were observed. The reported defect of "bloodline loose connection" was not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description: the locksite where the arterial line is connected to the saline line is not puncturing properly and sometimes not at all. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.